Event description:
Information provided states that the tibial lengthener was implanted in the right femur of patient on (B)(6) 2011. It was noticed that after 14 days the lenghtener stopped distracting. The unit was removed and replaced with a standard im nail on (B)(6) 2012.